Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 207,123, 161 and 158 mg/dl. The customer¿s expected fasting blood glucose test result is 95 mg/dl and expected 1 hour post meal blood glucose test result is <140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/31/2024 and open vial date is 2 weeks. The meter memory was reviewed for previous test result history: result 1: 112 mg/dl, date: (B)(6), time: 9:19am, fasting/2 hr after breakfast; result 2 : 161 mg/dl, date: (B)(6), time: 8:28am, non-fasting/1 hr after breakfast; result 3 : 158 mg/dl, date: (B)(6), time: 8:27am, non-fasting/1hr after breafast; result 4 : 114 mg/dl, date: (B)(6), time: 6:15am, fasting; result 5 : 129 mg/dl, date: (B)(6), time: 9:27pm, non-fasting/1 hr after dinner; result 6 : 122 mg/dl, date: (B)(6), time: 5:55pm, non-fasting/1 hr after lunch; result 7 : 113 mg/dl, date: (B)(6), time: 10:00am, fasting/2 hr after eating breakfast; result 8 : 127 mg/dl, date: (B)(6), time: 8:28am, non-fasting/1 hr after breafast; result 9: 207 mg/dl, date: (B)(6), time: 6:28am, fasting; result 10 : 123 mg/dl, date: (B)(6), time: 6:30am, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention strips tested within 6 months passed within specifications. Mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 10-aug-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.